Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent a hand surgery. One (1) part of the depth gauge broke when it was assembled during the surgery. The part that broke was the rod with a hook that goes to the bone hole to take the measurement. There were no parts left in the patient. There was no surgical delay. The procedure was successfully completed with no adverse event. This report is for a depth gauge. This is report 1 of 1 for (B)(4).